Event description:
This lead was implanted on (B)(6) 2008 and is still in active use. The lead experienced high impedance. The physician was dr. (B)(6) at (B)(6) medical center of (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).